Event description:
It was reported that during a da vinci assisted partial nephrectomy surgical procedure, after an instrument swap on the universal surgical manipulator (usm) 1 and 3, both arms were blinking yellow. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed onsite logs and noted error 31009 on both usm in the system logs. The tse advised the customer to reseat both sterile adapters and to verify that both adapters were properly seated on the carriage. The sterile adapters was replaced and another instrument was used with no improvement. The customer stated that they cleaned both carriage and rebooted the system prior to calling. The surgeon was running out of time, and decided to convert the procedure to open surgery. After the procedure, the tse asked the customer to inspect the instrument sensing pins on usm1 and usm3. It turned out that on each usm had one instrument sensing pin that was pushed in and was stuck. The procedure was converted to open surgery. There was no report of injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm involved with this complaint, but have not completed the device evaluation. A follow-up MDR will be submitted once failure analysis completes the device evaluation. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error 31009 that was related to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a partial nephrectomy procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted to open surgery. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received universal surgical manipulator (usm1) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The usm1 was tested on an in house system and failed normal mode. The fa was not able to insert the sterile adapter due to stuck presence pin. The usm1 was also tested on patient side cart (psc) fixture test platform (pftp) and passed lissajous, check sensors, fiber, sine cycle, friction and brake test but failed carriage switch test. The carriage presence pins will be replaced as a fix. Additional findings were also identified: the top plate, radio frequency identifier (rfid) and dallas pods will be replaced. During wip inspection, the parallelogram was found to be loose. The parallelogram will be retention. During wip inspection, vibration was felt on the the yaw and the pitch axis. The yaw and the pitch harmonic drives, motor modules and elbow bearings will be replaced. Intuitive surgical, inc. (Isi) received universal surgical manipulator (usm3) involved with this complaint and completed the device evaluation. The failure analysis investigations confirmed the customer reported complaint. The usm3 was tested on an in house system and passed normal mode. The system did not trigger errors 31009 but were confirmed via error logs/system log. During the visual inspection, it was found one of the center presence pins was stuck. The usm3 went through more testing on a pftp and passed the direction test, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The center presence pins will be replaced as a fix to the reported problem. Additional findings unrelated to the return were also identified: the carriage assembly will be replaced. All repairs and upgrades for the replaced carriage assembly will be done in the carriage rework cell. The light pipes on the carriage were pushed in. The carriage light pipe will be replaced as a fix. During the inspection, it was found that the parallelogram loose and damaged and it will be replaced. During the repair, the fa found the link 3 cracked and damaged. The link 3 will be replaced.

Event description:
Refer to h10/h11 for follow-up information.